Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 2 hydro-glide guidewires. Upon visual inspection guidewires are fully in tact with no breakage point present. Coating is fully adhered onto both guidewires. Also received 2 photo samples. First photo sample shows guidewire in use. Second photo sample shows top view of product packaging. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A risk, labelling, and DHR review are not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewire was torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewire was torn.